Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation, loss of capture and failure to sense. As received, a complete lead was returned in one piece. Visual examination found the tines were intact. The reported event extra cardiac stimulation, loss of capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies.

Event description:
It was reported a patient presented to the emergency room with phrenic stimulation and discomfort. A chest x-ray and computed tomography (CT) scan revealed atrial lead dislodgement. Loss of sensing and loss of capture were also noted on the atrial lead. The lead was explanted and replaced in a procedure on(B)(6) 2023. Post-procedure the patient was recovering.